Event description:
It was reported the back case of the epg (external pulse generator) was damaged. The epg was returned for repair. It subsequently tested out of specification during the manufacturer's analysis. No patient involvement was reported.

Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. The lower case was broken. The main printed circuit board (pcb) was also found to be out of specification electrically, and the battery release was contaminated. One side bail cover and one side bail were missing, and the upper case was broken.